Manufacturer narrative:
Attachment medwatch report #mw5184606. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report #mw5184606 received that states: perclose advanced, foot pedals were deployed, knot did not advance. Went to put the foot pedals down, perclose then began to come apart. Perclose had to be fully taken apart to remove from the patient. It was reported via follow up that this was an arteriotomy closure of the right common femoral artery with a prostyle device using a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, the suture did not deploy as the suture did not advance when the plunger went down. There was difficulty closing the lever, as when the lever was closed, the foot did not retract. The device was dismantled, allowing removal from the patient anatomy. Manual compression was used to achieve hemostasis. No additional information was provided.